Event description:
During a coronary stenting drug eluting treatment procedure, the maverick2 monorail ptca 20x2.5mm balloon ruptured at 14 atms. The 90% stenosed lesion being treated was located in the calcified proximal left anterior descending (lad) artery. The maverick2 monorail balloon was removed and the procedure was successfull completed with another maverick2 monorail balloon. No pt injuries or complications were reported. Pt status is listed as "good".